Manufacturer narrative:
The pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners. The pump passed the self test. The pump was monitored, and no alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a watchdog timeout alarm when a new battery was inserted. The customer's blood glucose level was 252 mg/dl. The product will return. Nothing further to report.